Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare for investigation. Photographs of the complaint unit were provided by the hospital. Our investigation is thus based on previous similar investigations, our knowledge of the product and the photographs provided. Results: inspection of the photograph provided revealed cracked lines on the outer surface of the upperhead case. The cracks are evident on the middle and end part of the head as well as on the dome portion of the upperhead case. Chipping of the plastic at the bottom edge and surface crazing on the dome portion of the upperhead case were also evident. Conclusion: it is likely that the crazing, cracking, and chipping observed on the warmer head are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning products. A head uppercase replacement part was sent to the customer to be replaced by the biomedical engineer.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a cracked warmer head and requested that the unit be serviced. No patient consequence was reported.